Event description:
A customer reported to beckman coulter inc (bec) that a clear liquid leak was found underneath coulter (B)(4) slidemaker. The user was wearing ppe consisting of a lab coat and gloves at the time of the incident. There was no report of exposure to mucous membranes or open lesions. Medical attention was not sought. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place. Patient samples were not affected.

Manufacturer narrative:
The field service engineer (fse) found two leaks inside the instrument: one at the tubing through vl14 where the tubing had a hole and the other at the sample access module. The duro tubing at the sample access module was worn and also had a hole in it. The fse replaced the tubing at both locations and the repairs were verified per established procedures. Root cause for the leak is attributed to holes on tubing. Bec internal identifier for this complaint is (B)(4).